Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor problem on insulin pump. The customer blood glucose level was unknown mg/dl. The customer stated that the insulin pump was reading threshold suspend. The troubleshooting was performed. It was explained to customer that the sensor glucose and blood glucose meter readings will be close, but rarely match due to how glucose travel into the body. The customer is still wearing the sensor. No further information was reported.